Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator. It was reported by trial patient that the whole procedure had been a pain. Moreover, they felt like their leads had moved and they couldn't move right or left otherwise it felt like they were being stabbed. Trial patient was also concerned about the amount of tape on the wires and how it was going to hurt upon removal. Additional information was received with trial patient reporting that they were still in pain. They went to the emergency room as advised but was not helped. No further complications were reported.